Event description:
Hill-rom received a report from the account stating the auxiliary power cord sparked when it was plugged into the outlet. The bed was located in ICU room 305. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the auxiliary power cord had been pinched or ran over. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the auxiliary power cord to resolve the issue. Based on this information, no further action is required.